Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 to 50 mg/dl at the time of the incident. The customer was at 83 m/dl at the time of admission, and 264 mg/dl at the time of the call. The customer used juice and was given glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The pump was allegedly over delivering insulin. Troubleshooting was not completed. The insulin pump will not be returned for analysis.